Event description:
Pt experienced blood and water vaginally. At 6 days later, pt found that mesh ruptured through vaginal wall. Revision (B) (6) 2008. Malfunction of urinary device. Pt diagnosed with urinary stress incontinence. Pt has painful knots in pelvis mesh. Cannot be found. Pt had to have rectal surgery. Healing impaired. Three weeks ago, something burst in urethra. Pt experienced urinary retention. Unable to remove all of mesh.